Event description:
It was reported that during a sensing test of an implantable device the mobile programmer screen was frozen and displayed a diagnostic message indicating that an unexpected error had occurred and directing the user to contact a company representative. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.